Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station had a drawer failure and could not be recovered. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 was failed. A field service engineer conducted a full inspection on the drawer's labeled "aux" and "main" as they were not previously identified. No issues were found during the inspection. A complete inventory check was performed along with a hardware test application (hta) test. Preventative maintenance was performance. The system functioned as intended.